Event description:
Procedure type: roux-en-y. According to the reporter: the product did not fire correctly because an error was made getting equipment out, and the eeaxl2135 stapler was used with the eeaorvil25 anvil. The anvil was removed and anastomosis was redone with an eeaorvil21 this time. The gastrojejunostomy leaked the next day, and the pt was returned to the or to have the anastomosis sutured.

Manufacturer narrative:
Initial report sent: 04/16/2009.